Manufacturer narrative:
A ge service representative performed an on site investigation. The joystick was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the joystick was broken. When the motorized movements are completely down, the cranial and caudal movements are not available. The system would be effectively unusable. There is no report of injury or death.